Event description:
The customer reported that shortly after the start of a donor collection procedure, the operator had filled the sample pouch, sealed it off and was accessing it to fill sample tubes when the connection between the vacutainer line and the sample pouch came apart. Blood splashed in the operator's face. The operator washed her face and filled out an incident report. The customer stated that the operator is following up with their bloodborne pathogen exposure plan. The current status of the employee is stable and the infectious disease testing on the healthy volunteer donor was all negative. The customer will not provide the weight of the patient. The disposable set is unavailable for return because the customer disposed of it. This report is being filed due to blood exposure.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per discussions with the customer, an operator incurred a potential bloodborne pathogen exposure due to a disposable set coming apart at the connection of the vacutainer line to the sample pouch. Root cause: this disposable set was unavailable for specific root cause analysis. It is possible that this issue is related to a manufacturing error. Corrective action: an internal CAPA has been initiated to evaluate reports of vacutainer disconnect issues.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.